Event description:
It was reported that this right ventricular (rv) lead had dropping impedance measurements that remained within normal limits along with high capture thresholds. There was intermittent capture for the rv lead as well as the left ventricular (lv) lead. Technical services (ts) reviewed and discussed both ventricular leads showed loss of capture (loc). Later it was noted the right atrial (ra) lead also exhibited loc. The patient was brought in for a lead revision, and the ra lead was attempted but unable to get acceptable parameters likely due to patient tissue. The physician instead decided to perform a generator changeout to maximize longevity for the leads, so the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. The physician also discussed future options for device placement with the patient. This rv lead remains in service. No additional adverse patient effects were reported.